Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that hypotension and st segment elevation occurred. A pulse field ablation procedure was performed using a faradrive steerable sheath. After the faradrive steerable sheath was inserted into the patient anatomy, st segment elevation and hypotension occurred. Angiography was performed and no air embolism was identified. The patient recovered and the procedure was successfully completed. The patient required no additional hospitalization and was discharged.